Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath. During the procedure the guidewire was allegedly bent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath dialysis catheter products that are cleared in the us. The pro code and 510 k number for the glidepath dialysis catheter products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one photo was provided for review. The photo shows a guidewire with hoop placed on a surface. The distal portion of the guidewire is noted to have multiple kinks and uncoiling throughout. Therefore, the investigation is confirmed for the reported guidewire bent and stretched issues. The definitive root cause could not be determined based upon available information. It is unknown whether patient/procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.